Manufacturer narrative:
(B)(4).

Event description:
Covidien received a customer mandatory report stating that once connected, the 840 ventilator did not cycle, even after being turned off and back on. The patient was manually bagged. Another ventilator was brought in to be used. Multiple attempts have been made to get the repair information but no reply from the customer.